Event description:
It is reported that, during surgery, an implanted suture anchor was pulled from the bone site while the suture was being tensioned. The device was replaced without injury to the pt. (B)(4).

Manufacturer narrative:
Evaluation of the returned anchor demonstrated suture ring deformation indicative of excessive force in use. The device is seen otherwise unremarkable. Investigation of the clinical event reveals that the device tether suture was frayed and broken during the implant process. This is indicative of suture binding within the delivery system. Some manipulation of the delivery system was required to free the unit from the implanted anchor. The delivery system and tether suture were discarded at the time of surgery and are not available for evaluation. It is our assessment that while the tether suture was bound, the attempt to remove the delivery system from the implanted anchor likely caused the anchor to be brought back to, or near, the level of the bone surface leaving little or no adjacent bone for the anchor wings to secure against as is required for proper device performance. The surgeon continued his procedure, unaware of the anchor extraction from optimal implanted depth, tensioning the tissue sutures to the anchor, with higher than normal forces, eventually extracting the anchor from the bone suite in full. This assessment is further supported by the report that no bone cavitation occurred at the anchor site, suggesting that the wings had not been below the bone surface level at the time the pull-out failure was observed.